Manufacturer narrative:
Additional information: h11: a review of event history log identified a programmed infusion on the event date; a primary infusion with a rate of 100ml/hr for 250ml volume to be infused (vtbi) and a secondary infusion programmed in basic mode at 350ml/hr and 65ml vtbi. The logs revealed a downstream occlusion (dso) alarm that was triggered during the secondary infusion and not an upstream occlusion (uso) alarm as reported. However, the secondary infusion completed within the calculated time; the device was behaving as expected per the log. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing secondary bag as programmed and alarmed upstream occlusion. The secondary infusion was set, but the pump had switched back over to the primary bag. The pump was reprogrammed to run secondary with the primary being clamped, and the pump alarmed for an upstream occlusion error. The alarm would stop when the primary clamp was removed, but the pump would pull from the primary and not the secondary. Another pump was used to complete the infusion. This occurred in the srcc ambulatory oncology infusion center during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.